Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). 6f non-boston scientific sheath was placed and a guidewire was used to cross the lesion. Following intravascular ultrasound (ivus), a 5.0 mm x 100 mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and was replaced with another of a 5mmx 4cm sterling balloon catheter. Dilatation was was performed without problem and the procedure was completed after angiographic checking was done. No patient complications nor injuries were reported. The patient condition was good.